Event description:
The customer observed a falsely elevated chloride result while using the ict module on the architect c8000 analyzer. The customer provided the following results: sid (B)(6): chloride: initial 114, retest 105 meq/l. No adverse impact to patient management was reported. The result was reported and a subsequent call was made to the physician to update to the correct result.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.